Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was miscalculating active insulin and not calculating boluses correctly. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. One screen was providing active insulin and another screen on the pump was not including active insulin in the calculations. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.